Event description:
Technical services received a call on 10/21/2011. Caller wanted to know if technical services had laser extraction information for this lead. Lead being extracted, due to infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).